Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure, the devices were firing scissored clips. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Multiple firings. What vessel or structure was the device fired on at the time of the event? Unk. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Not reported. Was any unexpected resistance felt while firing the trigger? Not reported. Were any unexpected noises heard? If so, when? Not reported. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? What was found? Disease gall bladder. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? Yes.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, each device was cycled, fed, and formed the remaining clips as intended. In addition, each device locked out as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.